Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information indicated that patient had vegetation on leads. There were no additional adverse patient effects reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.